Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe mixer, cb29 on the integrated multisensor technology, aliquot probe, reagent probe 2, flush pump, all 3 flush valves, and cleaner pump. The cse also performed alignments on the aliquot, sample, and integrated multisensor technology probes. System verification (quick check and quality controls) indicates acceptable performance after the service visit. The cause of the discordant, falsely elevated calcium result is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to a physician. The sample was repeated on an alternate dimension vista instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated discordant ca result.